Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011, the patient obtained the blood glucose reading of 69 mg/dl and he experienced the symptom of shakiness. The patient administered self-treatment by consuming fast-acting carbohydrates; he did not seek any medical attention. The patient's subsequent blood glucose reading was 100 mg/dl. Troubleshooting revealed the patient had taken a bolus of one unit insulin two hours prior to the onset of symptoms, while he had insulin on board. The patient noted he had not considered the insulin on board before he took the bolus. The technical service representative also determined the patient had not primes the pump while attached, had not tightened the cartridge cap while attached and the pump had not been exposed to x-rays. The patient took an insulin bolus without considering the amount of insulin on board. The patient experienced symptoms suggesting severe hypoglycemia and received treatment with food to alleviate those symptoms, therefore, this complaint is being reported.